Manufacturer narrative:
Device manufacturing records were reviewed. Results - review of manufacturing records confirmed sterilization for both the generator, and lead prior to distribution.

Event description:
It was reported that a vns patient was reimplanted with a new generator and lead. Follow up with the surgeon's office revealed that the previous generator and leads had been explanted due to a persistent infection the patient developed. Review of the device manufacturing records confirmed sterility for both the generator and lead prior to distribution. Good faith attempts to obtain additional information have been unsuccessful to date.